Event description:
A customer reported getting a low battery icon and unspecified error message on her fs flash meter as she tried to test her blood glucose, "got injured in her mind" and subsequently lost consciousness and had a seizure. The customer refused to further troubleshoot and complete the medical survey. Upon the attempt to clarify the nature of the injury reported by the customer, the customer stated that "she didn't have any medical incident because of the product; she realized that it was not reading correctly in time. " there was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.